Event description:
A post-operative 2nd degree burn was identified at the working portal. The product will not be returned for evaluation.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).